Event description:
Complainant alleged that during functional testing, the device powered on the incorrect mode. Complainant did not indicate that here was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.